Event description:
It was reported that when customer removed his sensor, he did not see the electrode. Customer has reported in the past that his sensors have pulled back into the sensor base. Customer is returning the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Inspected two opened and used sensor and found 1 of 2 sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damaged, due to customer returning sensor opened/used. One of the sensors had a bent cannula.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.